Event description:
A 1.5cm measuring burn third degree (left outer thigh) [burns third degree]. (B)(6) applied product [device misuse]. Delayed wound healing [impaired healing]. Burn blister with skin ablation [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist received via the local product quality complaints department. A then (B)(6) male child of an unk race applied thermacare heatwrap (thermacare heatwrap, wrap) approx 1.5 yrs ago for heat therapy. Relevant medical history, concomitant medications and past product history were not reported. On an unspecified date, the pt developed burn blisters with ablating skin and still visible scars. The pharmacist stated the pt experienced a third degree burn located at the left outer thigh, measuring approx 1.5 cm and delayed wound healing (1 month). Treatment consisted of ointment bandages for the wound. Action taken with thermacare heatwrap was unk. The pharmacist described the outcome of the events as recovered with sequel (persisting, elevated, possibly life-long scar). Follow-up ((B)(6) 2012): new info received from a contactable pharmacist included: personal data of pt provided (date of birth, height and weight), suspect product indication, add'l adverse events of third degree burn and delayed wound healing. Medical review completed ((B)(6)-2012): based on the follow-up info, the event of burn blister (second degree burn) previously reported in the initial report is amended to third degree burn upgrading this medically confirmed case to reportable. The event of third degree burn is considered serious and associated with the use of the device. This case is medically assessed as serious, associated and reportable.